Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in used condition with the mac-loc lock in the unlocked position. No surface damage was noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. A tug and twist test revealed that the proximal assembly was secure, however it was noted that the catheter tubing was able to freely rotate within the cap, indicating that the flare was not fully compressed. Upon removal of the cap, the suture string was found to be wound in the threads and spiraled in the cap. The flare appeared lopsided, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was made to specifications. Dimensional analysis confirmed that components of the device were manufactured within correct specifications and tolerances, however physical inspections of the device revealed that the number of adapter threads showing exceeded what was detailed in manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications and the proper procedures are in place to identify and prevent this failure mode prior to distribution. A review of the device history record showed nonconforming events within the main and subassembly lots which were for surface defects, incorrect labeling, forming, dirt and dents but all affected devices were identified and discarded. It should be noted that there were no other complaints associated with this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was unable to be determined. Potential causes have been identified as suture presence within the threads of the cap and the adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Catalog number: ult12.0-38-25-p-5s-cldm-tong-050399. Concomitant medical products: terumo wire, sungwon yellow sheath, puncture needle, 0.18 hair wire. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous biliary drainage procedure; an air leak was found at the hub of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was removed and a like device was used to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
It was originally reported that an air leak between the catheter and the hub was present during a biliary drainage procedure. Due to additional information received on 16aug2018, the event description has changed. It is now reported that during a biliary drainage procedure, the suture of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter broke as the catheter was being pulled into the pigtail position. As reported, the patient did not experience any adverse effects due to this occurrence. Model/serial # - ult12.0-38-25-p-5s-cldm-tong-050399. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was originally reported that an air leak between the catheter and the hub was present during a biliary drainage procedure. Due to additional information received on 16aug2018, the event description has changed. It is now reported that during a biliary drainage procedure, the suture of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter broke as the catheter was being pulled into the pigtail position. As reported, the patient did not experience any adverse effects due to this occurrence.